Event description:
A health care professional reported during the intraocular lens (iol) implantation it was noticed that the lens was defective. Additional information was received stating the lens was unsterile. Additional information has been requested and receives stating there was a foreign body on/in the lens. This was observed during the surgery. The lens was then removed from the eye in the same procedure and the surgery was completed with a back up lens.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).